Event description:
User experienced imprecision with calcium testing for several days. Several samples were affected. Specific number of samples impacted not provided. The following two examples were provided. Sample 1 was urine; initial result was <1.0 mg/dl, repeat on sample analyzer was 5.4 mg/dl and repeat on another analyzer at the site was 5.4 mg/dl. Sample 2 was serum; initial result was 7.4 mg/dl, repeat on same analyzer was 8.4 mg/dl and repeat on another analyzer at the site was 8.4 mg/dl. No erroneous results were reported. The field service rep determined nozzles 2 and 6 were not dispensing enough water and the r2 stirrer was scratched. He adjusted nozzles 2 and 6 to dispense correct volume into the cells and replaced the r2 stirrer. Performance tests were performed.